Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The site entered the registration points using the same patient data for the fixations in the vicinity of c2 and c7-th1. The screw was successfully installed for c2. Subsequently, the registration went well during the registration in the vicinity of the lower cervical spine (c7-th1). More specifically, a "considerable number" of point inputs were required before matching, and when the final navigation was advanced, the parts "clearly" touching and the parts "clearly" indicated by the navigation were out of alignment. As a result, the lower cervical spine portion was not navigated.

Manufacturer narrative:
H3, h6) software analysis was initiated, however, it was found that there was insufficient information to determine if a software issue contributed to the reported behavior. B01, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that during registration, the surface registration was shifted when it was performed. The issue occurred even if the 3d model was recreated or the registration method was changed. There was no surgical delay. Medtronic navigation and the surgery were aborted and the patient's surgery was rescheduled.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 1.3.2 h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.